Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the pt went to the hospital with swelling and soreness at the pocket site. The pocket was cleaned, an infection was confirmed by culture, and the pt was placed on antibiotics. The incision site remained opened so the pt's physician explanted the scs system. The pt was reportedly doing fine.